Event description:
Customer reported the panorama telepack would not communicate with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the system radio frequency cable. Calibrated unit to factory specifications.